Manufacturer narrative:
The tech replaced two sticking solenoid valves on the head up and the head high valves to repair the bed.

Event description:
Info received indicates the head section is stuck in the down position. The nurse is using reverse trendelenburg to keep the pt's head elevated.